Event description:
A patient reported blood glucose results of "6.9 and 9.8 mmol/l" with a lifescan meter, performed within 20 minutes of each other. The test strips were in good condtion, codes matched, and the techniques for applying teh blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. The patient neither alleged harm nor experienced injury or medical intervention. A replacement meter is being sent.